Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced "transducer fault, high peep, low ve, and high pip" alarms while on a patient. The customer performed transducer calibration tests. Bench testing revealed that the exhalation differential turbine calibration failed. There was no patient harm associated with the reported issue.

Manufacturer narrative:
The reported complaint was confirmed through the events log and duplicated during functional check, pt801 has failed.